Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 3.1 with all pockets on row b was failed and not detected by bus. A field service engineer reseated all cables to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.